Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the second of two reports from this facility. (B)(4).

Event description:
A nurse reported that viscoelastic product was difficult to see through during cataract surgery. The posterior capsule became split. A sulcus intraocular lens (iol) had to be alternatively implanted. Additional information has been requested.